Manufacturer narrative:
Additional device implanted and involved in this event: pxc201000/04727895. UDI numbers for the lots are as follows: lot 04595191: (B)(4). Lot 04727895: (B)(4).

Event description:
On (B)(6) 2007, the patient underwent endovascular treatment of an abdominal aortic aneurysm with six gore® excluder® aaa endoprostheses. On or about (B)(6) 2018, follow-up imaging identified a suspected type iii endoleak/component disconnection between the two contralateral leg components implanted within the patient's right iliac artery. According to the report, evidence of aneurysm enlargement was also noted, however the total amount of enlargement is reportedly unknown. The exact cause of the component disconnection is reported to be unknown. On (B)(6) 2018, an intervention was performed to treat the suspected endoleak, whereby three additional contralateral leg components were implanted to reline and bridge the previously implanted devices. It was reported, final angiography showed resolution of the endoleak, and the patient tolerated the procedure.

Manufacturer narrative:
As it is unknown which aortic extender component (pxa230300) was implanted on the patient's right side and involved with this event both devices will be include in this report. Additional devices implanted: pxa230300/04736709 and pxa230300/04734975. UDI numbers for the lots are as follows: lot 04736709: UDI (B)(4). Lot 04734975: UDI (B)(4). Event date corrected to (B)(6) 2018. Expiration date corrected to 10/31/2009. Device manufacture date corrected to 11/14/2006. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and/or require intervention include but are not limited to endoleak and aneurysm enlargement.

Event description:
On (B)(6) 2018, routine follow-up imaging identified a suspected type iii endoleak/component disconnection between the contralateral leg component and aortic extender component implanted on the patient's right side.